Event description:
Medtronic received information that during use of a bio-console 560 instrument, it was reported that the battery of the centrifugal pump blood control monitoring system in use began to alarm when checking the equipment. The machine battery could not store electricity. After disconnecting from the mains supply, the machine automatically shut down. The equipment department engineer was immediately contacted. The engineer went to the site to check and found that the battery was indeed unable to keep the machine running when the mains supply was cut off. The distributor was contacted to order a new battery. On (B)(6) 2024 the battery was received. Because the patient had been bedridden, replacement could not be done and had to wait until the patient got off the machine. On (B)(6) 2024 the manufacturer's engineer came to replace the new battery, and then it could maintain normal operation after the power outage. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information was received stating that the event that was reported in regulatory report 2184009-2024-00689 is a duplicate of the event reported in regulatory report 2184009-2024-00537. These events have been merged and any subsequent information will be reported in the file associated with 2184009-2024-00537. Correction to d.4: serial# update to d.4: unique identifier (UDI)# update to h.6: fdd code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.